Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A hospital implant registration form received by the company on (B)(6) 2020 indicated that the patient¿s sjm right ventricular (rv) lead was explanted and replaced with a new competitive rv lead on (B)(6) 2020 due to a lead/lead insulation breakage. Additional details, such as patient condition, were not provided on the form.